Manufacturer narrative:
Analysis found that visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle.the resistance of the assembly shall measure less than 5ohms; the actual measurement was 0.3ohms. The probe was plugged into a nerve monitoring system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system returned 1.02 ma (stim return) and a waveform / event tone over 300uv. The probe adjusted up to 3.0ma and down to zero 5 times with no issues. The probe would take snapshots. No fault was found with the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative that the probe failed to work normally. The stimulation could not be delivered well though it was connected without setting problems. The procedure was completed using back-up device. There was no delay in the procedure as a result of this event. There was no patient impact.